Event description:
On (B)(6) 2012, the reporter contacted animas to report that on an unspecified date in 2011, the patient obtained a blood glucose level of "greater than 600 mg/dl" while using the pump, and he experienced the symptoms of feeling faint and tested positive for ketones. Emergency services were contacted and the patient was treated with 40 units insulin via a pen. The patient was unable to provide any further details about his status or the pump at the time of this episode one year ago. Troubleshooting revealed no issues with the infusion set or infusion site, all pump settings, programming and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was no accurately and correctly delivering insulin. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.